Event description:
After cementing an m-2 baseplate (cat. No. 6632-3-420/lot code erlyd), the insert was placed over the baseplate in the proper manner, and using impactor, locking was attempted. The surgeon noticed the insert was not only loose but would not seat all the way down. It was thought that possibly some soft tissue or a piece of cement may have been caught in between the baseplate and the insert. Insert was easily removed and no foreign body was present. The surgeon attempted to reinsert the same insert, but it still would not seat properly. Another insert was opened (lot vbzsh), was placed onto the baseplate, and there was still some noticeable movement. The insert was implanted in the pt. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the examination results, although perhaps inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related.